Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage at inserter / tubing was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on may 19, the nurse gave the inpatient an infusion, and the exhaust inspection tube was normal. After the puncture was successful, the 3m transparent applicator was fixed. About 30 minutes later, during the inspection of the infusion process, a little liquid was found on the back of the patient's hand, and the patient carefully observed that there was liquid at the plastic hose of the patient's indwelling needle. After communicating with the patient, it is recommended to re-puncture. The patient and his family members require the tape to be fixed after disinfection, and temporarily retain it after checking for no bleeding.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on may 19, the nurse gave the inpatient an infusion, and the exhaust inspection tube was normal. After the puncture was successful, the 3m transparent applicator was fixed. About 30 minutes later, during the inspection of the infusion process, a little liquid was found on the back of the patient's hand, and the patient carefully observed that there was liquid at the plastic hose of the patient's indwelling needle. After communicating with the patient, it is recommended to re-puncture. The patient and his family members require the tape to be fixed after disinfection, and temporarily retain it after checking for no bleeding.